Event description:
Pump failed to infuse heparin at 9 cc/hour. Instead, the pump was found to be pulling blood backwards out of the patient IV line. Patient did not receive prescribed heparin. Patient partial thromboplastin time (ptt) levels were suboptimal.